Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event, however based on the information provided the surgeon believes no malfunction occurred, as stenosis was present at this level. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The distributor reported a revision surgery for the purpose of extending the fusion one level because of symptoms associated with pain at the l3-4 level. Two dual lead 7.5 x 50mm pedicle screws, six set screws, and two rods were removed easily. New, larger screws were placed at the l4 level and new screws were added at l3. Two new rods and eight set screws were installed to complete the construct. The original construct was implanted at the l4-s1 levels around (B)(6) 2015. During the revision surgery, the surgeon identified that the two screws at the l4 level were loose in the bone and stenosis was present at the l3-4 level. It is reported the surgeon did not believe there was a device malfunction associated with this event.